Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found experiencing three occurrences of leakage during use. The following has been provided by the initial reporter: it was reported that there was leakage between the needle and the hub. The customer stated that there was 3 incidents in which there was leakage between the needle and the hub. Date of event is unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found experiencing three occurrences of leakage during use. The following has been provided by the initial reporter: it was reported that there was leakage between the needle and the hub. The customer stated that there was 3 incidents in which there was leakage between the needle and the hub. Date of event is unknown.